Manufacturer narrative:
The device was serviced on-site by a qualified technician. A visual inspection was performed, and it was noted that the machine had false contact in the damaged hansen (dialyzer) connectors. To resolve the issue, the qualified technician replaced the hansen connectors. After the replacement, the machine successfully passed the tests and could return to work normally. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 98 v2 machine was leaking water from the hansen (dialyzer) connectors. The leak was observed prior to patient use. There was no patient involvement.